Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the trigger being blocked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not reverse because the reverse locking mechanism was blocked. It was further determined that the mode switch resistance was too low, and the device had insufficient/low power and component damage. It was determined that the device failed pretest for general condition, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check free movement of softmode switch, check forward and reverse mode function and check power with power test bench. The assignable root cause was determined to be due to component failure from normal wear. G3. Date received by manufacturer: the date received by manufacturer was incorrectly documented in the initial report as jul 23, 2023. The date received by manufacturer has been updated to jul 19, 2023.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported from mauritius that the trigger of the compact air drive device was blocked. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.